Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4). Analysis of the pump found no anomaly.

Event description:
Device was eroding through patient's skin. Battery was depleted. (B)(6) 2008: medtronic return product received. Additional information received reported that the pump broke through the skin ¿maybe in 2007. The healthcare professional (hcp) eventually used the same pump but moved it to the other side. The patient developed a staph infection after the procedure to move the pump. The pump was eventually moved and the patient went without the pump for a year and managed with other medications at the time. The patient noted she couldn¿t function on those medications so she had the pump re-implanted about 1 year later. The pump was used to infuse morphine (unknown), dilaudid (hydromorphone), and clonidine.